Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria, however it is being reported to the FDA as the complaint was received via a user report. If product is returned this case will be re-opened, an investigation will be conducted, and a follow up report will be submitted after all investigation activities are complete. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: a customer reported she had ¿a bad reaction that took several days to heal¿, after wearing the adc freestyle libre 14 day sensor. She further reported the insertion site was notable for the presence of ¿itching, a circular red rash and skin irritation¿ after each application. There was no report of either self or third-party medical intervention. Customer was advised to discontinue using the device. There was no report of death or permanent injury associated with this event.